Manufacturer narrative:
The reported event was inconclusive as no sample returned for evaluation. It was unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be due to a user related (rough handling or exposed to sharp objects). The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "applicable scope: foley catheters are intended for use in the drainage of urine from the bladder of children and adults. Caution: this product contains natural rubber latex which may cause allergic reaction. Sterile unless package has been opened or damaged. Warning: do not use ointments or lubricants having a petrolatum base. They will damage latex and may burst balloon. Do not aspirate urine through the drainage funnel wall. Single use only. Do not resterilize. For urological use only. Before using, please inspect visually whether products are all complete or surface wear. Valve type: use luer slip syringe. Do not use needle. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe stick in the valve. If you notice slow or no deflation, reseat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen. If permitted by hospital protocol, the valve may be cut off. If this fails contact an adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Storage: catheters need to be stored at room temperature and away from direct light, preferably stored in the original packing box. Caution: federal (USA) law restricts this device to sale by or on the order of a physician." Correction: b, d, e, g h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient underwent soft ureteroscope holmium laser lithotripsy. When the patient was returned to the ward the three chamber catheter was continuously dripped and flushed about 80 drops per minute. The bedside was smooth the color was light red and the urethral opening was persistent with mild dull pain and activity limitation with no accompanying symptoms. The indwelled needle on the left venous was in place and the doctor gave a first level care. Later the patient complained that abnormal sounds and vibrations heard in the pelvic cavity. When the nurse tugged the catheter to fell out with a balloon burst. After the doctor replaced with a new catheter three lumen catheters were in place rinsed well about 80 drops per minute pale red color. There was no discomfort to the patient. Per additional information received via email from the ibc on 05jan2021 there was no impact to the patient due to the use of these devices.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient underwent soft ureteroscope holmium laser lithotripsy. When the patient was returned to the ward, the three-chamber catheter was continuously dripped and flushed, about 80 drops per minute. The bedside was smooth, the color was light red, and the urethral opening was persistent with mild dull pain, mild activity limitation and no accompanying symptoms. The indwelled needle on the left venous was in place and the doctor gave first-level care. Later the patient complained that abnormal sounds and vibrations was heard in the pelvic cavity. When the nurse tugged the catheter, it fell out with a balloon burst. After the doctor replaced with new catheter, three-lumen catheter was in place, rinsed well about 80 drops/min, pale red color. There was no discomfort to the patient. Per additional information via email from ibc on 05jan2021, there were no bad impact to the patient due to use of these devices.